Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed to detect on the bus. The customer stated that the malfunction occurred when the user tried to issue medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 was not on the bus. A field service engineer (fse) found the retractor band partially disconnected from the module controller and also discovered damage to the retractor band. The fse replaced the retractor band. After powering up, the solenoid engaged and would not allow the drawer to close, and it also heated up quickly. The drawer controller and solenoid were replaced, and the drawer operated correctly. It was verified that the solenoid did not heat up or engage incorrectly. The hardware test application was used to test the drawer, and the customer inventoried medication from the drawer. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative the following field has been updated with correct information due to processing requirements: section b describe event or problem, section d brand name, medical device model section e initial reporter occupation and other occupation, section g reporting office contact section h device manufacture date and imdrf codes. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report of failed drawers and devices not being detected was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: verified drawer 3.2 not on bus. Found damage to retractor band; replaced retractor band. After powering up, solenoid engaged and would not allow drawer to close; solenoid also heated up quickly. Replaced drawer controller board and solenoid; drawer now operated correctly. Multimeter testing noted a shorted component on the drawer controller board. No further testing was deemed necessary with this part, as it may damage lab device components. No testing of the retractor band cable was deemed necessary due to the observed no testing of the retractor band cable was deemed necessary due to the observed damage and thermal according to failure investigation report retractor band project intake (dir (B)(4)): retractor bands are being damaged during their travel profile for a normal open/close cycle of the drawer. Observed electrical conductivity between neighboring stands as also observed during each of these testing efforts ties that physical damage directly potential communication failures ¿ the constant impact of the retractor band against the back panel of the chassis and the back panel of the drawer is sufficient to deform the copper strands allowing them to short to adjacent strands. With the signal strand neighboring a ground strand on either side, this deformation of the copper can lead directly to communication failures in the system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that 30 drawers were failed and device was not detected on bus. The customer stated that the malfunction occurred while user tried to issue medication to a patient. As per part investigation, it was determined that there was thermal damage observed on the retractor band cable. There were no adverse events or injuries reported based on this event.